Event description:
The customer stated that the display was blank. The customer removed the battery and it was very hot. The customer stated that she dropped the insulin pump two days prior, but it was not exposed to moisture. Further troubleshooting could not be done as the call was disconnected. Unable to get in contact with the customer again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.